Event description:
The patient was initially referred for a prophylactic generator replacement. During the generator replacement, it was determined the lead also needed to be replaced as high impedance was observed after attaching the new generator to the existing lead. The lead pin was re-inserted twice, but the high impedance still occurred. Additionally, the surgeon noted a "deficit" in the lead body and decided to proceed with the lead replacement. Once the lead was replaced and the generator was reattached to the new lead, the diagnostics were run and found to be within normal limits.

Event description:
The explanted lead and generator were received by the manufacturer. While product analysis is expected, it has not been completed to date.

Manufacturer narrative:
Information was inadvertently left off of supplemental #02 MFR. Report.

Event description:
Product analysis (pa) for the returned lead was completed. The allegations of a lead fracture were confirmed. It should be noted that portions of the electrode were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. A fracture was observed and scanning electron microscopy was performed and identified the area as being mechanically damaged with fine pitting, which prevented the identification of the fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of the metal pitting. The abraded openings found on the outer silicone tubing and the abraded opening found on one of the inner silicone tubes most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and on inner silicone tubing. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with the conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the pa lab, there is evidence to suggest a discontinuity in the returned portion of the lead, which may have contributed to the allegation of the lead fracture. Pa for the returned generator was completed. Various electrical loads were attached to the generator and the results of the diagnostic tests demonstrated that accurate resistance measurements were obtained in all instances. The generator performed according to functional specifications and there were no performance, or any other types of adverse conditions, found with the generator.